Event description:
Per independent repair center, the initial oxygen reading was 75% which should have produced an "alarm" but mentioned that the alarm could not be duplicated. The key failure was reported to be saturated sieve beds leading to the low oxygen reading.